Event description:
Drive devilbiss healthcare is the initial importer of the device which is a patient lift. We have not received the device for evaluation. We are filing this report in an over abundance of caution and to be timely. We will file a follow up once more data is available. The patient fell in the living room. The device was engaged to lift the patient. The caregiver used the pump handle to raise him from the floor. A cap disengaged from the device and hit the patient. Then the lift dropped him and he hit his head. When the caregiver turned from pumping the handle he discovered the boom had bent totally down just beyond the hydraulic connection.